Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the capsular bag tore following insertion of the lens. The lens was removed and replaced with another iol. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split with a cut-like appearance near the haptic/optic junction area of one haptic and was approx 1cm in length. The anterior and posterior optic surface was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/18/2008 and 06/30/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 07/11/2008.